Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic, the patient received multiple inappropriate atp therapy due to a svt rhythm classified as a vt episode. A rate decrease resulted in a return to sinus. A programming change was made to the vt-1 zone. The patient will return for a normal follow-up in (B)(6). No adverse consequences were detected.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.